Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37092, serial#: unknown, product type: accessory. Initial reporter occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient was trying to get an MRI and needed to put the ins in MRI mode. They were seeing the poor communication screen when trying to sync with the patient programmer (pp). The patient stated they were able to communicate with the ins recharger (insr). They had been trying to charge the ins for days and it would not charge past ¼. They stated they get 4 coupling boxes and then 0 and then maybe 6 for a short time. On the call, they started a charge and had 4 coupling boxes and the 1st ¼ of the battery was flashing. They stated they started having trouble charging the ins after their last MRI which was about 2 months ago. The patient reported seeing the stimulation off icon on the insr. It was reviewed the pp may be unable to communicate because the ins was too low. The patient then reported the pp antenna had a damaged cord. A replacement antenna was sent.